Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
We would like to inform you of the following issue; we received a complaint on a pack of spng neuro .25x6 xr 10/pk. The sample was evaluated and it was found that an extra neuro sponge was included in this pack. The sample has been received by qa and the reported concern has been confirmed. Your item number for the complaint is (B)(4). Unfortunately, we cannot provide the po or the lot number. However, we wanted to make certain that you are aware of this matter as well we will require a response. Please let me know if you should have any questions or if you would like the sample returned. 10/22/15 per distributor: did this event occur intra-operatively? Not that we were informed. Was there a delay in surgery over 30 minutes? No were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? We were notified sample was sent back no replacements were requested.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the manufacturing documentation was not able to be reviewed since the lot number was not sent in with the complaint. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification, the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. A tr was opened to retrain all the operators that had worked on this product and lot #. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.